Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. After the fse had a closer look into the iabp unit, the fse found that there was exposed to liquid spill and calibration of the pressure regulator was affected. After cleaning and recalibration of the pressure regulator, the iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) was alarming power-up test fail # 14. There was no patient involvement, and no adverse event reported.